Event description:
It was reported that approximately 4 years post implantation, the lens became opacified. The lens was subsequently explanted and replaced with a different model lens. Additional information has been requested.

Manufacturer narrative:
The lens was not returned to b+l for eval. The device history records were reviewed and there were no discrepancies or unusual findings that related to the reported event. Based on the current information, the exact root cause of the reported event could not be conclusively determined.